Event description:
It was reported that the procedure was to treat a lesion located in moderately calcified, 80% stenosed, chronic totally occluded , mid femoral artery. The foxcross balloon catheter was used for predilatation at the lesion. After full deflation of the balloon, resistance was felt during retraction of the balloon catheter through the 5 fr sheath; however, the balloon was able to be removed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The resistance with the introducer sheath was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.